Manufacturer narrative:
This case was assessed as reportable to the FDA as the event allergic reaction was deemed to meet the serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The lot number was not reported. Device not returned to manufacturer.

Event description:
A physician reported via a sales representative that a (B)(6) female patient received an injection of radiesse. Medical history was negative for drug allergies and patient had a history of local anesthetics for dental and breast biopsy procedures. Concomitant medications were reported as hibiclens to prep the skin and was then given topically a combo of lidocaine (B)(6)%/ tetra (B)(6)%/ benzo/ phenylephrine. On (B)(6) 2016, the patient was injected with one 1.5 ml syringe of radiesse. About 45 minutes post injection patient developed facial and tongue edema. She presented to the emergency room (ER) and was diagnosed with an allergic reaction. The reaction resolved with benadryl. The physician saw patient the next morning ((B)(6) 2016), and the edema was about 95% resolved. It was reported that the patient loves the result of the radiesse. The physician reported she did not see any skin changes that make her suspicious for contact dermatitis. Causality was not reported. Follow-up was received on (B)(6) 2016 from physician and patient. The physician reported the patient's event(s) completely resolved. The patient reported she was injected on (B)(6) 2016 with approximately one syringe of radiesse (could not confirm if she received radiesse or radiesse+). The injection was in the nasolabial folds. Patient reported about an hour after leaving the (physician's) office on (B)(6) 2016, she began to have trouble swallowing, swelling of lips and she had massive swelling of eyes. Patient reported she then went to the ER due to an allergic reaction. She was treated with epinephrine and the event(s) resolved completely on (B)(6) 2016 in the ER.

Event description:
Follow-up was received on 15 may 2017 via mail from physician that included an emergency department (ER) report. The physician indicated the outcome of the event(s) was completely resolved and the event(s) were related to the use of radiesse. The ER report indicated the patient's medical history included back pain, diabetes, hypothyroidism, vertigo, poor vision, post-op nausea and vomiting. Past surgical history included arthroscopy of knee, back surgery, procedure on joint of lower extremity, repair of knee cruciate ligaments and spine lumbar diskectomies bilaterally. The patient denied any significant alcohol, tobacco, or drug abuse. Home medications included novolog and synthroid. Allergies included sulfa products. On (B)(6) 2016, the patient presented to the ER with an allergic reaction following injection of radiesse at approximately 4:00 pm for treatment to decrease wrinkles in her face. She reported at approximately 5:00 pm, she began to feel that her left face was swelling and this was the reason she went to the ER. She presented with sneezing and denied any significant pain, headache, change of vision or hearing. Patient reported that it was somewhat difficult to swallow, but otherwise did not feel her throat was significantly swollen. Her tongue was swollen and she denied any recent new medications, new pets, new detergents, new environmental exposures, nausea, vomiting or diarrhea, blood in her stool or urine, or rashes. She reported she had not taken anything for treatment prior to arrival at the ER. Severity scale was listed as 0/10 for pain and she reported her symptoms were constant and mildly worsening. Physical exam revealed blood pressure 205/94, temperature 98.2 fahrenheit, pulse 75, respiratory rate 16, and sp02 98% on room air. The patient was awake and alert, sitting up on the bed in acute distress. The report indicated she was normocephalic and atraumatic, outside of the obvious left-sided facial swelling, at the cheek and upper and lower lip. There was a mild conjunctival infection on the left lateral eye and some chemosis, otherwise, no obvious conjunctival infection or icterus. Pupils were equal and reactive to light from 4 to 2 mm and extraocular muscles were intact (eomi) without pain. She had a clear oropharynx without any exudate or erythema and had mild sublingual swelling. Later it was reported that she had questionable sublingual swelling, but otherwise her tongue appeared within normal limits, uvula was midline and that there was no peritonsillar swelling. The submandibular region was without any induration or fullness and was non tender. She had full range of motion in neck without any pain and the anterior soft tissue was within normal limits. Cardiovascular assessment indicated she was in a regular rhythm with a normal rate and no murmurs or rubs. She had 2+ radial and dorsalis pedis pulses bilaterally. Respiratory assessment was clear to auscultation bilaterally, no wheezes, rales, or rhonchi, and she spoke in full sentences. Abdomen was soft, non tender and non distended with no rebound or guarding. No hepatosplenomegaly, normal bowel sounds, no red, or swollen joints or peripheral edema with warm extremities x4. She was awake, alert, conversed appropriately, moved all extremities and was ambulatory without issue. She presented to the ER with complaints of an allergic reaction with facial swelling to the left side of her face following injections of radiesse. Upon arrival to the ER, the patient was hypertensive and other vital signs are unremarkable. She had no signs of orbital cellulitis or periorbital cellulitis and no obvious mastoid swelling. She complained of some difficulty swallowing. Epinephrine was administered and the patient was placed on a cardiac monitor. She was treated with decadron and benadryl. She denied any gastrointestinal symptoms or other symptomatology. The patient was observed in the emergency department and reevaluated on multiple occasions. She reported significant improvement and the swelling of the left face appeared to be improved. The patient appeared comfortable and continued to improve while she was in the ER. The clinical impression was reported as acute left facial swelling secondary to allergic reaction from radiesse injection with moderate to severe reaction. The patient was to continue benadryl for 12 to 24 hours, as needed and was also given decadron in the ER. The patient was informed to avoid radiesse in the future. The patient was given a prescription for epipen and declined take-home medication from the ER.